Event description:
Site reported that the camera has smoke coming out of it when powering it up. No patient was present.

Manufacturer narrative:
No patient was present. Smoke is evident from inside the psu housing. When connected to known good system the psu will not return the communication beeps at the start up, then beeping inconsistently there after. When connected to known good system the tiu powered up with the error light on. The 7f code was illuminated internally indicating a hot plug failure. There was also a blown fuse on the main board.